Event description:
Rti biologics, (rti) has initiated an investigation based on a complaint of post-operative infection reported on (B)(6) 2012. On (B)(6) 2012, the patient underwent a bilateral breast reconstruction with allomax dermis grafts. On (B)(6) 2012, the grafts and expanders were removed. Final cultures (side unknown) yielded mycobacterium fortuitum smegmatis group. The surgeon reported he has had an increase in gram negative infections in several patients post breast reconstruction surgery. The surgeon is requesting a review of records related to the tissue. Both donor and manufacturing records are re-reviewed as part of rti's investigation. No deviations were noted for the donor and all rti donor eligibility requirements were met. Rti and its subsidiary recovered and received all musculoskeletal/dermal tissue from donors (B)(6). Pre-sterilization cultures for the donors were negative for growth. No deviations were noted post tutoplast processing for the donors. Environmental monitoring results were acceptable during and around the time of post tutoplast processing for donor (B)(6). One surface excursion was noted in the environmental monitoring results during and around the time of post tutoplast processing for donor (B)(6). Surface samples for processing were reviewed a week before and after the excursion with no trend observed. The excursion had no impact on the safety of the hct/p(s) manufactured from the donor. Review of pre tutoplast processing and environmental monitoring are pending. (B)(4) has manufactured and distributed a total of (B)(4) allografts from donor (B)(6) and received (B)(4) records of implantation with (B)(4) records specific to dermis allografts. (B)(4) has manufactured and distributed a total of (B)(4) allografts from donor (B)(6) and received (B)(4) records of implantation with (B)(4) records specific to dermis allografts. No related complaints have been reported associated with allografts distributed from the donors. The grafts were manufactured according to specification. To date, our investigation is without indication that the grafts contributed to communicable disease transmission.